Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "on (B)(6) called to assist patient with tpa in problematic dual lumen PICC lot# regv0221 which had received multiple doses of tpa since insertion on (B)(6). Chest and arm xray showed kink/loop in arm. PICC tip had been read short on chest xray as early as (B)(6). Line pulled, vascular studies ordered. Patient with thrombus in ij, subclavian, axilla and basilic. Piv placed. Patient tx to ICU, contralateral ij placed." It was stated the "patient passed away."

Event description:
It was reported "on (B)(6) called to assist patient with tpa in problematic dual lumen PICC lot#: regv0221 which had received multiple doses of tpa since insertion on (B)(6). Chest and arm xray showed kink/loop in arm. PICC tip had been read short on chest xray as early as on (B)(6). Line pulled, vascular studies ordered. Patient with thrombus in ij, subclavian, axilla and basilic. Piv placed. Patient tx to ICU, contralateral ij placed." It was stated the "patient passed away." Additional information received 5/2023: catheter placed right upper basilic. Catheter trimmed 39cm, 1.5cm left external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty infusing through the catheter due to a kink was confirmed but the cause is unknown. An ap radiograph that included the patient¿s right arm was provided for evaluation of this complaint. The image contained the implicated a 5fr d/l powerpicc catheter, which was placed on the right side. The catheter was secured using a compression securement device. The catheter shaft appeared to be coiled/looped from the skin surface to the vein entrance and a kink was present at the vein entrance. A second probable loop was seen in the catheter, near the svc. Possible contributing factors for the kink under the insertion site could include patient anatomy (muscles or fascial layers) or catheter placement/securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a two-year review of bd powerpicc catheters found no change in design, material used, or manufacture processes which could have potentially contributed to this event. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending. It was reported that the patient passed away. However, the patient¿s cause of death was not provided and therefore, it is unknown if it was related to the difficulty infusing through the catheter. H3 other text: evaluation findings are in section h.11.

Manufacturer narrative:
The date the patient passed away was not provided by the complainant/reporter, the date reflected in date of death in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regv0211 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on (B)(6) 2023 called to assist patient with tpa in problematic dual lumen PICC lot# regv0221 which had received multiple doses of tpa since insertion on (B)(6) 2023. Chest and arm xray showed kink/loop in arm. PICC tip had been read short on chest xray as early as (B)(6) 2023. Line pulled, vascular studies ordered. Patient with thrombus in ij, subclavian, axilla and basilic. Piv placed. Patient tx to ICU, contralateral ij placed." It was stated the "patient passed away."